Manufacturer narrative:
Conclusion: according to the available information, a problem with the active electrode is assumed, most likely due to an excessive mechanical stress to the implant site. However, as the explanted device has been received incomplete and most part of the electrode lead is absent, no wire fractures could be detected. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
Hearing performance with the device has been affected. Parent's did not report any accident or hit to the head. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. Incident of accident or trauma is unknown. Further proceedings are unknown at this time.